Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve paralysis was confirmed while ablating the right superior pulmonary vein (rspv). Compound muscle action potential (cmap) was monitored during the procedure. There was no decrease in cmap but the phrenic nerve injury was confirmed by palpation. The physician discontinued energy delivery in the rspv and treated the left common pv before switching to a radiofrequency catheter to treat the right inferior pv. When phrenic nerve pacing was performed at the end of the procedure, phrenic capture was observed with a weaker response than obtained at the beginning of the procedure. The patient was discharged per normal hospital protocol. The phrenic nerve paralysis was still present at the time of discharge, although some improvement was seen on the patient's post-discharge hospital visit. The patient will continue to be monitored. The "seveirty" of the phrenic nerve paralysis was reported to be mild.